Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the device speed was low. The motor, poppet assembly, reciprocating arm, and various bearings/screws require replacement; however, the repair was not completed as it is pending customer approval. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted

Event description:
It was reported that during kit inspection the motor of the handpiece appears to have a lower speed when depress throttle occurs. There was no patient involvement. No adverse events were reported as a result of this malfunction.